Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. Two devices were received for evaluation; 2 events were confirmed during testing. Two devices were found to be affected by a damaged component which is known to cause accessories to break. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device was causing accessories to break. There was no patient involvement; no patient impact.